Manufacturer narrative:
Concomitant: product ID 3550-29, product type accessory. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery was at normal end-of-life. Telemetry and output were okay. Air bubbles were observed in the molded rubber area of the ins. Manufacturing specifications allow bubbles if they do not form a bridge between two conducting surfaces or if bubbles expose any wire. The bubbles observed in this ins did not form any bridging or expose any wire.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) depleted prematurely. Comparatively, the patient¿s previous ins (different model) which was programmed to the same parameters, had a battery life of 4 years. Impedance testing was reportedly done but it was unclear what the results were. The device was subsequently explanted. Upon explant, the reporter indicated ¿perceiving air bubbles¿ at the silicon level of the ins header and was wondering if that could have interfered with the battery life. No patient outcome was provided. Additional follow-up is being conducted to provide further information surrounding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.